Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. The manufacturer's field service engineer (fse) performed remote troubleshooting to confirm the reported issue. During troubleshooting with the fse, the customer confirmed that the battery was fully charged when tested. However, after 20 minutes of testing, the battery dropped below 14 vdc. It was confirmed that the battery manufactured date was 2013. The fse provided the customer the part ID to replace the battery. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the battery failed during performance verification test (pvt). It was reported that there was no patient involvement.